Event description:
The single use calyxo 2nd generation cvac2 ureteroscope is a new ureteroscope that is designed to suction stone particles and fluid out through the scope itself. This is different than standard ureteroscopes which rely on passive drainage of fluid around the ureteroscope. As a result of the internal suction mechanism, the cvac ureteroscope is thicker than the standard ureteroscope and therefore cannot rely as much on passive drainage around the ureteroscope. For this reason, in part, the manufacturer¿s guidance for use of this ureteroscope suggests using a large (12/14 french) access sheath to help with passive drainage. What happened: the patient came in for an elective same day procedure on (retrated date and time). The above type of 2nd generation cvac2 calyxo ureteroscope was used and the procedure continued as expected, with the breaking up of stone. The 12/14 fr access sheath was used as described in the manufacturer suggested practice to help drain around the ureteroscope in addition to the scope¿s internal drainage. A calyxo device representative was present for the entire duration of the surgery. After the conclusion of the procedure, the patient was seen to be hypotensive with hematuria resulting in blood work, which suggested stable hemoglobin raising concern for urosepsis and transfer to ICU at (retracted time). In the ICU, the patient was not responding as expected to pressor agents and hematuria continued. Repeat blood work showed a significant drop in blood counts. Blood work also suggested the patient to be experiencing disseminated intravascular coagulation (dic) (a serious condition that causes abnormal blood clotting throughout the body). This resulted in aggressive blood transfusion resuscitation and return to the operating room where renal embolization was attempted by interventional radiology. Because of concern for abdominal compartment syndrome (a medical emergency that occurs when the pressure in the abdomen rises to dangerous levels, causing organ dysfunction), exploratory laparotomy (large incision in abdominal wall) was performed, during which what looked like a pressure induced traumatic injury of the right kidney was seen associated with ongoing bleeding resulting in nephrectomy. While surgery was ongoing the patient developed cardiovascular arrest and ultimately the patient expired in the operating room at (retracted time). In retrospect, a similar experience resulting from a use of the 2nd generation calyxo ureteroscopes, in which suspected greater than normal internal pressure resulted in extravasation of contrast on retrograde at the end of the procedure and post operative acute blood loss anemia resulting in multiple day hospital stay for close observation. We have experienced three episodes of renal bleeding associated with cystoscopy using this 2nd generation device. We suspect that the bleeding episodes were the result of an increase in in renal pressure, likely due to how the scope allows for drainage and enables suction. We suspect that the lack of sufficient drainage and/or appropriate suction leads to increased intra-renal pressure, resulting in potential trauma/bleeding for patients. In all three cases the recommendation for and use of the 12/14 french access sheath was followed. (B)(6) has removed all stock of this device and found them to all be from the same lot. (B)(6) discontinued use of this ureteroscope.

Event description:
The single use calyxo 2nd generation cvac2 ureteroscope is a new ureteroscope that is designed to suction stone particles and fluid out through the scope itself. This is different than standard ureteroscopes which rely on passive drainage of fluid around the ureteroscope. As a result of the internal suction mechanism, the cvac ureteroscope is thicker than the standard ureteroscope and therefore cannot rely as much on passive drainage around the ureteroscope. For this reason, in part, the manufacturer¿s guidance for use of this ureteroscope suggests using a large (12/14 french) access sheath to help with passive drainage. What happened: the patient came in for an elective same day procedure on (retracted date and time). The above type of 2nd generation cvac2 calyxo ureteroscope was used and the procedure continued as expected, with the breaking up of stone. The12/14 fr access sheath was used as described in the manufacturer suggested practice to help drain around the ureteroscope in addition to the scope¿s internal drainage. A calyxo device representative was present for the entire duration of the surgery. After the conclusion of the procedure, the patient was seen to be hypotensive with hematuria resulting in blood work, which suggested stable hemoglobin raising concern for urosepsis and transfer to ICU at (retracted time). In the ICU, the patient was not responding as expected to pressor agents and hematuria continued. Repeat blood work showed a significant drop in blood counts. Blood work also suggested the patient to be experiencing disseminated intravascular coagulation (dic) (a serious condition that causes abnormal blood clotting throughout the body). This resulted in aggressive blood transfusion resuscitation and return to the operating room where renal embolization was attempted by interventional radiology. Because of concern for abdominal compartment syndrome (a medical emergency that occurs when the pressure in the abdomen rises to dangerous levels, causing organ dysfunction), exploratory laparotomy (large incision in abdominal wall) was performed, during which what looked like a pressure induced traumatic injury of the right kidney was seen associated with ongoing bleeding resulting in nephrectomy. While surgery was ongoing the patient developed cardiovascular arrest and ultimately the patient expired in the or at (retracted time). In retrospect, a similar experience resulting from a use of the 2nd generation calyxo ureteroscopes, in which suspected greater than normal internal pressure resulted in extravasation of contrast on retrograde at the end of the procedure and post operative acute blood loss anemia resulting in multiple day hospital stay for close observation. We have experienced three episodes of renal bleeding associated with cystoscopy using this 2nd generation device. We suspect that the bleeding episodes were the result of an increase in renal pressure, likely due to how the scope allows for drainage and enables suction. We suspect that the lack of sufficient drainage and/or appropriate suction leads to increased intra-renal pressure, resulting in potential trauma/bleeding for patients. In all three cases the recommendation for and use of the 12/14 french access sheath was followed. User facility has removed all stock of this device and found them to all be from the same lot and discontinued use of this ureteroscope.